Event description:
(B)(4)-accident- (B)(6) opened a formal accident at the local (B)(6) for early explant. In 2013 the patient underwent a knee cemented prosthesis implant for gonarthrosis in (B)(6), since a couple of months, the patient complained of gonalgia and feeling of failure / instability of the operated knee. On (B)(6) 2018 the patient underwent prosthesis removal and cemented spatial frame (surgical procedure lasting 1 hours and 25 minutes). Explant will be available after (B)(6) 2018.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant documents were provided to conduct a thorough medical assessment. However, it was reported this resulted in no harm to the patient. Therefore, no further clinical/medical investigation is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.